Event description:
The customer contact reported a touchscreen issue, shadows appear on the touchscreen. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
During initial inspection at the user facility by the field service engineer it was noted that the device touchscreen intermittently did not respond and shadows were noted. The rear bezed brass screw inserts were physically damaged. At this time the customer indicated that the device will not be returned for further evaluation and repair. The customer contact reported the device has been repaired at the user facility and has been returned to clinical service. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.